Event description:
It was reported that the renasys touch pump displayed the error message "warning, device failed, contact your provider (4006)". The issue was not resolved despite turning off and on the pump. No harm nor injury was reported. The problem was solved after a new replacement pump was sent to the patient. Pump is available for return to investigate.

Manufacturer narrative:
The device intended for use in treatment has been returned for evaluation. A visual examination found no defects, the functional evaluation established a relationship between the device and the reported event. On start-up, the device displayed a 4006 message. The renasys touch has two batteries, the main battery is rechargeable. The coin cell battery maintains time and date settings if the main battery is depleted. The 4006, the message is displayed when the coin cell battery becomes fully depleted, the device will not function and will not charge. Events of this nature are being monitored with a process now implemented within the distributions network to regularly charge devices to ensure the main battery does not fully discharge whilst in storage. This investigation is now complete with no further action deemed necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to the market following rigorous quality checks during production and prior to dispatch.